Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump did not deliver insulin as intended. Reportedly, the pump "lost flow" to the infusion set site. There was no reported adverse impact to the customer¿s blood glucose. Tandem technical support reviewed pump data and found that the pump performed as intended. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.